Manufacturer narrative:
Product available to stryker. An event regarding appearance issue involving a trident shell was reported. The event was not confirmed. Visual inspection was carried out on the photograph supplied by the sales rep, no device was returned, the photograph showed a scratch like mark approx 1 cm in length on the inside surface of the shell, it had been circled in pen by the sales rep. A medical review was not performed because no medical information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. Consulation with the manufacturing cell indicated that the device conformed to the required specifications at time of manufacture. The exact cause of the event could not be determined because the device was not returned. Returned of the device is needed to complete the investigation for determining root cause. No further investigation is required. If further relevant information becomes available this investigation will be re-opened.

Event description:
It was reported that while performing a procedure of patient's left hip, the cup had scratches inside. Rep reported that all packaging was intact. The rep took a photo of the implant and circled the affected area with marker. The rep reported that a backup device was immediately available (no surgical delay).

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a procedure of patient's left hip, the cup had scratches inside. Rep reported that all packaging was intact. The rep took a photo of the implant and circled the affected area with marker. The rep reported that a backup device was immediately available (no surgical delay).